Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. The pace/sense portion of the lead had previously been capped for inappropriate therapy due to noise. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.